Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 598 mg/dl at the time of incident and current blood glucose level was 398 mg/dl. Customer had symptoms related to high blood glucose such as thirst and nausea. Customer treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.